Manufacturer narrative:
(B)(6). This report is for an unknown screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient received 3.5 mm locking compression plate (lcp) and associated screws for a medial proximal tibia injury on and unreported date. The patient then experienced painful hardware on an unspecified date. The hardware was removed intact on (B)(6) 2017. There were no reported complications during the removal. No surgical time delay or patient harm reported. The patient was not revised to new implants. The procedure was uneventful with a successful patient outcome. No additional information available. This report is for an unknown screw. This is report 2 of 2 for (B)(4).